Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. Predilation was performed with a 1.5x20 balloon catheter. A 3.00x24mm promus element plus drug-eluting stent was selected to treat the target lesion. While attempting to advance the device into the guide catheter, the stent dislodged outside the patient. The physician then removed the device by grabbing the stent balloon and stent together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending (lad) artery. Predilation was performed with a 1.5x20 balloon catheter. A 3.00x24mm promus element¿ plus drug-eluting stent was selected to treat the target lesion. While attempting to advance the device into the guide catheter, the stent dislodged outside the patient. The physician then removed the device by grabbing the stent balloon and stent together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found the device was returned to the complaint investigation site with the stent dislodged from the balloon, the stent however was not returned for analysis. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was also found to be kinked 31mm distal to strain relief. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).